Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An integrity test was requested because of a change in in-situ measurements on basal channels. Also, the recipient's sound percept on those channels changed over the last several months of 2018. Speech scores dropped since the 3 months post-activation visit. The user is dissatisfied with the progress. Per information received in (B)(6) 2019, CT scan indicates channels 10-12 have migrated outside the cochlea.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the active electrode migrated partially outside of the cochlea, as confirmed by post-operative diagnostic imaging. The concerned device has been explanted. Damage found during device investigation is most likely related to the explantation surgery. This is a final report.

Event description:
The recipient's sound percept on basal channels changed over the last months of 2018. There have been no changes in health and the user has no cochlea malformation. Affected channels were turned off and the user noticed an improvement in sound quality. The recipient was seen on(B)(6) 2019 and speech scores dropped since the 3 months post-activation visit from 51% to 32%. The user was dissatisfied with the progress. Hearing performance continued to worsen after (B)(6) of 2019. Per information received in may 2019, CT scan from (B)(6) 2019 indicated that channels 10-12 migrated outside of the cochlea. Recipient was re-implanted on (B)(6) 2019.